Event description:
Procedure: segmentectomy. According to the reporter: the reload was fired across the pulmonary artery. The black handles were pulled back too easily during the procedure and the blade was not retracted when the handles were pulled back. The reload would not open. Dr. (B)(6) had proximal control of the pa, so dr. (B)(6) assisted in cutting the reload off of the tissue. Dr. (B)(6) inspected the specimen on the back table and noticed the staple line was formed, but the blade did not retract. There was a small amount of tissue loss as the tissue was transected. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes and no device fragment fell in the patient cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).